Manufacturer narrative:
(B)(4). The jaw was measured and some clips were taken and pressed on a test tube. The measurement test showed that the instrument is within specification. The clips could be taken and pressed on the test tube. There were no deviations. It was determined that the tractive wire ball is bent. This has no effect on the complaint which is described by the customer. This damage is caused by overload. When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. The error could not be reproduced. The instrument is within specification. Root cause unknown. No corrective action will be initiated on the instrument slight signs of usage are visible. Product can be repaired at customer's request. No result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The physician found that the clips cannot be loaded by the jaw of the applier, the clip fell into the patient's body and it was removed by using another applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician found that the clips cannot be loaded by the jaw of the applier, the clip fell into the patient's body and it was removed by using another applier. The patient's condition was reported as fine.